Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) clearlink system continu-flo solution sets leaked. The event was further reported as "the rubber gasket on the inside of the y adapter luer lock was not snuggly fit, causing the IV fluid/meds to leak out of the y port" this issue was identified during patient unspecified infusions. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.